Event description:
The patient had a colonoscopy, exploratory laparotomy and a right hemicolectomy in which the surgeon used a 60mm gia stapler for the anastomosis and a tia 90 stapler for the colostomy and ileotomy. The anastomosis and staple line were reinforced with sutures. Approximately eight days later, the patient went back to surgery for an exploratory laparotomy. She had peritonitis and a perforation in the mid portion of the staple line with spillage of stool. The surgeon had to perform additional surgical procedures at that time and the patient required ICU care and extended hospitalization.